Event description:
The ge oec 9800 fluoroscopy system had image quality issues. The image quality concern did not necessitate removing the system from service.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective left (live) monitor that was removed and replaced. The system was extensively tested, and operates as intended. The system was released to the customer for use. No negative patient effect was caused by this malfunction.